Event description:
(B)(6). It was reported that following a stenting treatment procedure the patient presented with in stent restenosis. The index procedure treated an unspecified lesion with an unspecified taxus liberte stent. In (B)(6) 2010, with no ischemic symptoms the patient underwent angiography revealing a 75% stenosis in the 2.5mm diameter 1st obtuse marginal branch. Six days later a target vessel revascularization procedure for the 90% stenosed, 2.5x24mm lesion located in the 1st obtuse marginal branch was performed. Treatment utilized balloon angioplasty and placed a 2.5x12mm non bsc stent resulting in 0% residual stenosis. The patient was discharged (B)(6) later. (B)(6) post procedure, the patient outcome was listed as improved. Per the physician, the event was listed as "definitely related" to the study stent. No angina was confirmed at the (B)(6) study follow up visits.

Event description:
It was further reported that the index procedure treated the 75% stenosed, 2.5x40mm target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of pre-dilation, the placement of a 2.5x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged five days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported that the events of coronary stenosis and target vessel revascularization (tvr) occurred in the 1st obtuse marginal branch, but updated information notes the event was restenosis of a target lesion revascularization (tlr) located in the distal circumflex artery.